Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Customer's blood glucose 115 mg/dl. The customer continued using the pump for insulin therapy.